Manufacturer narrative:
A software analysis was initiated. However, the software evaluation completed through design analysis, was unable to determine a probable cause without further information.

Manufacturer narrative:
Supplemental aro information is as follows: (B)(6). Number of persons exposed: 1 number of persons adversely affected: 0 actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Patient ID not provided due to swedish patient privacy regulations. Device UDI not provided. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that after taking a radiographic image, the transfer to the navigation system was taking a long time. The site clicked escape and went to check if the exam had been saved on the imaging system so they could manually send it to the navigation system. They could not see the images saved. The imaging system then crashed. The mobile viewing station was rebooted and they retook the image. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.